Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported there was a loss of pain relief and a return of pain. Lead fracture was reported, as well as high impedances of 40,000 showing do not use during an impedance check. The rep tried to program around the do not use electrodes and avoided the 8-15 lead. The cause was not determined. The issue is ongoing, and the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, product type lead product ID 977a260 ,serial# (B)(6), implanted: (B)(6) 2022: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 17-apr-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 22-jun-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis: pli 10 - 977a260, serial # (B)(6) analysis identified that the 1, 3-5 conductor(s) were broken; 19.4 cm from the distal end of the lead. Pli 30 - 977a260, serial # (B)(6) analysis identified that all conductor(s) were broken; 19.0 cm from the distal end of the lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97791; serial#: unknown; product type: accessory. Product ID: 97791; serial#: unknown; product type: accessory. Product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2022; product type: lead. Product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2022; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that lead showed it was not connected - needed revision. Device(s) were returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported no outside factors were made aware by patient. Actions were that the rep programmed around high impedances. Issue is still there ¿ pt was waiting to have rf done so she could decide what she wanted to do. All information has been confirmed by the physician.